Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced recurrent infections at abutment site. Subsequently the patient was treated with oral antibiotics (date and duration not reported). The implanted device remains.